Manufacturer narrative:
It was reported that the hl20 shuts down automatically. The issue was observed during patient treatment. The medical personnel replaced the device, and the patient was not harmed. No harm to any person has been reported. According to the instructions for use hl 20 version 02 in chapter 5.8 checklists the user has to check the hl 20 prior the use for full functionality. A getinge field service technician (fst) was sent for investigation and repair. During the investigation of the affected hl20 device with serial number (B)(6), the fst found that the fuse of the device in question has been triggered. The fst reset the fuse and performed functional tests. During these tests, the fst was not able to reproduce the reported failure and no further failures were detected. The level sensor was found to be defective and will be replaced. However, this issue is not related to the reported incident. All function tests are passed. According to the getinge field service technician the most probable root cause was determined as a faulty power supply from the hospital. This was possibly caused by using one power supply line for several devices. This could have led to an unstable power supply. Which triggered the fuse on the hl20 unit. The getinge life cycle engineering department (lce) has reviewed the reported incident based on the provided information by the customer and the investigation results by the getinge fst as well. After the assessment of the described event, the lce confirmed that the most probable root cause for the reported incident is caused by voltage fluctuation. The review of the non-conformities has been performed on 2025-12-16 for the period of 2014-01-28 to 2025-12-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the provided information, the failure could be confirmed but no device related malfunction could be observed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) will investigate the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in turkey. It was reported that the hl20 shuts down automatically. The issue was observed during patient treatment. The medical personnel replaced the device, and the patient was not harmed. No harm to any person has been reported. Due to the unexpected device shutdown and the required device replacement a report is required. Complaint ID: (B)(4).